Event description:
One blood leak occurred at 11 reuses. The total blood loss was approx. 200cc, since the blood was not returned to the patient. The patient was well and no medical intervention was given to the patient.